Event description:
Meter starts going through the memory when a strip is presented instead of flashing a drop of blood to indicate that it is ready for a sample. The contact also stated that the readings they are getting are too low for their family member (9mg/dl and 45mg/dl). A review of the system was conducted over the phone. The review concluded that segments were missing from the 100s and 10s positions of the display and instructed the contact on proper use of the meter. The contact was asked to return the meter for further evaluation and a replacement meter was provided. The contact was invited to call 24/7 with future questions/concerns.